Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced pain around the scar around the implantable pulse generator (ipg) site. The ipg was explanted and a new device was implanted. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The reported observation of scar tissue pain at the ipg site was not confirmed. The reported observation cannot be specifically confirmed through device analysis. The root cause of the reported observation was not ascertained; the device exhibited normal device characteristics. The associated lead system was not returned. Using clinicians programmer, system impedances testing was within the expected range. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. The ate test specifically tests the ipg output and system impedances on all 16 electrodes including the ipg can connection.

Event description:
Additional information received indicates that the new ipg was implanted at a new location during the (B)(6) 2021 surgery.

Manufacturer narrative:
Corrected data: h6 investigation conclusions.